Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Concomitant medical products: rnglc+ ltd hole shell sz54 catalog#: 16-116054 lot#: 776420, epoly 36mm rlc lnr mrom sz24 catalog#: ep-105994 lot#: 444390, 36mm cocr mod hd std catalog#: 11-363662 lot#: 590370, ti low profile screw 6.5x30mm catalog#: 103533 lot#: 374330. Reported event was confirmed through review of medical records. Review of op notes states that the femur was grossly loose and the entire components were taken out of the femur without even being able to independently dislodge the head from the shaft. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Review of the sterile certificate show no deviations or anomalies in the sterilization process. Product left zimmer biomet sterile. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip revision surgery approximately 15 month post primary surgery, due to infection. During the revision, the stem was found to be loose. Attempts have been made and additional information on the reported event is unavailable.